Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%,chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2mm x20mm x143cm coyote(tm) es balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during the first inflation at 14 atmospheres, the balloon ruptured after being inflated for 15 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.